Manufacturer narrative:
E - initial reporter: complaint was submitted anonymously to australian therapeutic goods administration; no customer information was provided. H3 - device evaluated by mfg?: device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a dieckmann intraosseous infusion needle broke. The device was required to inject local anesthesia into the tibial bone during a knee replacement surgery. The needle broke, and a portion was "left over the bone". No other adverse events were reported due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that a dieckmann intraosseous infusion needle broke. The device was required to inject local anesthesia into the tibial bone during knee replacement surgery. The needle broke, and a portion was "left over the bone". No other adverse events were reported due to this occurrence. Reviews of the documentation, including the complaint history, quality control procedures and instructions for use were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient controls are in place to detect this failure mode prior to release. The DHR was unable to be completed, due to the lack of lot information from the complaint facility. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming products exist either in house or in the field. Cook also reviewed product labeling: the most recent instructions for use (IFU) [c_t_din_rev8] ¿intraosseous infusion needles for pediatric use (<24 months of age)¿ supplied with the complaint device rpn were reviewed for information related to the reported failure mode. The IFU states: ¿intended use intraosseous infusion needles are sterile, disposable devices used primarily during pediatric emergencies as an alternative to unsuccessful intravenous access to allow for effective infusion of resuscitative drugs or fluids. Warnings recommended for use in children under 24 months of age. Potential adverse events needle bending/fracture.¿ based on the information provided, no product returned, and the results of our investigation, a definitive cause for the failure could not be established. While it is possible that the catheter experienced excessive force or tension while in the patient, this cannot be confirmed. There is no evidence of a manufacturing defect. It is possible that too much force was placed on the device. It is possible the needle was not stabilized well. It is likely that the patient was older than what the device was intended for. An older patient¿s knee would be of a different composition than that of a child 24 months or less. It is possible that the needle broke due to the density of the patient¿s bone. It is not known why the needle was left in the patient. It is possible that this failure was due to a failure to follow the IFU and patient demographics; however, this cannot be confirmed with the available information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.